Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a burning sensation at the pocket site. The burning sensation occurred when stimulation was turned on, and was not tolerance even at 1 volt. The pt had fallen about three weeks prior to the report, but did not begin to feel pain at the pocket site until (B)(6) 2011. Impedance readings were within normal limits. Reprogramming the device had not helped. The pt went to her physician's office to be evaluated; however, after checking in, she decided not to be seen by her physician. Pt status is unk.